Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rxverify approved but medication cannot be issued. A technical support specialist (tss) investigated the rxverify transaction in mql and confirmed that a transaction occurred at the time reported by the user. However, upon checking the system, the medication still required a new request, as the previous order had expired. The tss was later informed that the pharmacy team requested to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the rxverify request was approved, but the medication could not be issued. The customer attempted to issue hydrocodone/apap 5/325 mg tablets to a patient by requesting a verification code from the pharmacy. The request was submitted at 8:35 a.m. And approved at 8:51 a.m.; however, upon logging into the machine, the customer noted that no indicator appeared to show that the approval had been received. The customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.